Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The reported patient effect of thrombosis is listed in the emboshield nav6 instruction for use as a known possible adverse event that may be associated with the use of the device. Based on the reported information, the reported difficulties and subsequent patient effect appear to be due to case circumstances. It is likely that the filter movement was the result of inadvertently moving the barewire distally during manipulation of the atherectomy device. Additionally, flow was restricted through the filtration element as the result of the filter being full of thrombus/debris after atherectomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient had in-stent thrombus in the non-abbott stent in the left superficial femoral artery. Percutaneous intervention was being performed with a non-abbott atherectomy device and the emboshield nav6 positioned in the distal popliteal. The nav6 was moved distal to its original deployment position due to the manipulation of the atherectomy device. The nav6 was pulled back to its original position. After atherectomy was performed, angiogram showed no flow through the nav6. The nav6 was removed from the patient and appeared to be full of thrombus/debris. Angiogram showed thrombus in the peroneal artery. An infusion catheter was positioned in the distal popliteal artery and thrombolysis infusion was performed. The thrombus was successfully treated with the thrombolysis infusion. The hospitalization was prolonged because of the procedural thrombus. No additional information was provided.